Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the sample barcode was misread by a sample barcode reader. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample barcode reader and the issue resolved. The cause of the sample barcode being misread was due to the malfunction of a sample barcode reader. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur instrument contacted a siemens customer care center (ccc) specialist and reported that the sample barcode was misread by a sample barcode reader. Patient (B)(6) was read incorrectly as (B)(6), which was being used for a different patient. Both samples were tested for thyroid-stimulating hormone (tsh). The tsh result for (B)(6) was then associated with (B)(6), which had been misread as (B)(6). The result was not reported to the physician(s). (B)(6) was run on an alternate advia centaur instrument, resulting different than the initial result. The repeat result for (B)(6) obtained on the alternate platform was reported to the physician(s). The initial result associated with (B)(6) was the correct result for (B)(6). There are no known reports of patient intervention or adverse health consequences due to the barcode misread.